Event description:
On (B)(6) 2010, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprosthesis. On (B)(6) 2014, the patient underwent reintervention for a distal type I endoleak at the origin of the iliac artery attachment site on the right side. Aneurysm enlargement to 72mm in diameter was reported. Two additional gore® excluder® contralateral leg components were placed to extend coverage distally. The patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states, potential adverse events that may occur and / or require intervention include,but are not limited to: endoleak.

Manufacturer narrative:
A review of the manufacturing records for the devices verified the lots met all pre-release specifications. Additional devices associated are:pxc201000/7588909, pxc181200/06365952. Patient medications include but are not limited to: salicylate, trazodone, levothyroxine, diovan, diltiazem, simvastatin, aspirin, calcium/vitamin-d, and desmopressin. More recently the patient is taking aspirin, calcium/vitamin-d, chlorthalidone, desmopressin, diltiazem, docusate sodium, levothyroxine, losartan, omega-3, simvastatin, trazodone, and vitamin c.

Event description:
Aneurysm enlargement was reported however, the amount is unknown as the patient's aortic diameters at the time of the original procedure were not available. The right common iliac artery was reported to measure 19-20mm in diameter at the time of the original procedure and dilated to 25-26mm in diameter and developed the distal endoleak.

Manufacturer narrative:
The gore® excluder® aaa endoprosthesis instructions for use (IFU) states under patient selection and treatment: gore recommends that the gore® excluder® endoprosthesis diameter be at least 2 mm larger than the aortic inner diameter (10 ¿ 21% oversizing) and 1 mm larger than the iliac inner diameter (7 ¿ 25% oversizing). The intended iliac artery inner diameter for the contralateral leg components implanted range 14.5-16.5mm and 16.5-18.5mm.

Event description:
On (B)(6) 2013, the distal type I endoleak was determined.